Event description:
The facility reported a colleague infusion pump with a 814:04 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 814:04 failure code was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to an air in line (ail) board failure. The pump head module was replaced to correct this condition. The user interface module software version for this device is colleague 2006 (6.13.90).